Event description:
The clinician reports the implant was inserted 2023 (b)(6) in ADA 30. On 2026 (b)(6), loss of osseointegration was verified. Patient presented with inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: Peri-implantitis and Mobility. No further patient complications were reported.